Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to a peripheral angioplasty while preparing the advance 14 lp low profile balloon catheter, a syringe was connected to the port and reverse suction was performed. Air entered the syringe at a faster rate than what is expected. Saline solution was then injected, and the solution began to leak out of the strain relief (where the hub/syringe port connects to the balloon delivery system). The device did not come into contact with the patient. Another device was utilized to complete the procedure. No adverse effects were reported due to this occurrence.

Manufacturer narrative:
Investigation, evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed a leakage. The leakage was detected at the proximal end of the strain relief and the proximal fitting. The proximal fitting was removed from the strain relief for further examination, and a crack was visible completely around the neck of the proximal fitting. Additionally, a document based investigation evaluation was performed. The device history records for all related subassembly lot numbers were reviewed and identified 3 non-conformances that are relevant to the complaint device failure mode of "cracked hub". Due to the individual nature of the product manufacturing and 100% verification of various defects including leak testing and examination of proximal fitting in final qc prior to shipping, there is no indication that there is nonconforming product in the field. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.